Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl-1570stk is available in the USA with a 510k number k162151. We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the remote control buttons perforated, the insertion flexible tube (ift) buckled, the light guide cable buckled, the root brace rubber buckled, the control body cracked, the u/d lock lever missing, the root brace rubber loosened, the light guide fiber bundle (lcb) broken fiber, the u/d knob peeled off, and the objective cover lens attached impurities; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).